Event description:
It was reported that the user experienced recurrent hyperglycemia, including a reported glucose of 314 mg/dl, while using the ilet system and frequently ignored occlusion alerts; education indicated the user was not performing appropriate occlusion troubleshooting and was using meal or correction announcements improperly, and infusion site selection and an alternative infusion set were discussed to improve delivery. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and guardian, and analysis of information provided by them. Investigation of this case revealed no device problem found; a usage problem was identified involving improper or incorrect procedure or method, with the issue related to user interface use and failure to respond to occlusion alerts and to follow instructions for meal and correction announcements. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.

Manufacturer narrative:
Initial.